Event description:
Patient reporting "the doctor has diagnosed a prolapse stomach." Physician clarification of diagnosis "pt had a small hiatal hernia prior to placement of the band." No surgical intervention indicated at this time. Further follow up findings; reported by the pt "went to see another surgeon who went in to close the hernia and reposition the band, but he found was that the band had eroded the stomach, so he removed the band."